Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor was intermittently producing service code 105 and failed pulse testing. The cause of the code 105 is a shorted u409 processor. The root cause of the shorted processor cannot be positively identified. The cause of the pulse test failure is multiple shorted components. High voltage had deviated to low voltage circuitry, inducing the damage. The root cause of the voltage deviation cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.